Event description:
Reported via patient call center. It was reported the patient experienced chest pain and pericarditis. A concomitant ablation and left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted on 19-nov-2025. Post procedure, the patient developed pericarditis, suffered chest pain, pneumonia and was hospitalized for five days following the procedure. The patient noted that she developed atrial fibrillation (afib) again and a cardioversion was performed to get the patient out of afib. Pericarditis was likely caused by the atrial fibrillation ablation. The patient currently has a monitor in place for a month and will go back to see the surgeon in early february 2026. The patient is currently taking plavix and aspirin.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0037465101. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include chest pain/discomfort (pericarditis), pneumonia and arrhythmia (atrial fibrillation) (hospitalization or prolonged hospitalization, additional device required, medication required). Risk review: a risk review was completed and confirmed that the events of chest pain/discomfort (pericarditis), pneumonia and arrhythmia (atrial fibrillation) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
Reported via patient call center. It was reported the patient experienced chest pain and pericarditis. A concomitant ablation and left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was successfully implanted on (B)(6) 2025. Post procedure, the patient developed pericarditis, suffered chest pain, pneumonia and was hospitalized for five days following the procedure. The patient noted that she developed atrial fibrillation (afib) again and a cardioversion was performed to get the patient out of afib. Pericarditis was likely caused by the atrial fibrillation ablation. The patient currently has a monitor in place for a month and will go back to see the surgeon in early (B)(6) 2026. The patient is currently taking plavix and aspirin.